Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The scrub technician noticed that the white hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged or pushed in. The caller reported that when they had tried to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it would not advance at all, there was too much resistance. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. Additional information on the event was received. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached within the entrance. The sheath was not being used on the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The scrub technician noticed that the white hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged or pushed in. The caller reported that when they had tried to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it would not advance at all, there was too much resistance. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. The investigation was completed on (B)(6)-2022. An analysis was performed on the pictures that were provided by the customer. According to the pictures provided by the customer, the hemostatic valve appears dislodged in the hub. Customer complaint was confirmed based on the pictures received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 05-apr-2022, the product investigation was reopened to clarify the investigation findings which resulted in the following changes as added, ¿this product issue will be addressed through bwi¿s quality system.¿